Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. ¿ a hospital-wide power failure occurred during a tornado watch. ¿ upon power restoration, alaris IV pumps reported connectivity issues. ¿ the pumps displayed a red alarm with only one option: ¿system off.¿ ¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. ¿ the pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. ¿ both pumps were connected to red outlets and should have remained operational on battery power. ¿ the same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. ¿ after restarting, previous settings were again unrecoverable. ¿ a hospital-wide power failure occurred during a tornado watch. ¿ upon power restoration, alaris IV pumps reported connectivity issues. ¿ the pumps displayed a red alarm with only one option: ¿system off.¿ ¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. ¿ the pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. ¿ both pumps were connected to red outlets and should have remained operational on battery power. ¿ the same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. ¿ after restarting, previous settings were again unrecoverable.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. A hospital-wide power failure occurred during a tornado watch. Upon power restoration, alaris IV pumps reported connectivity issues. The pumps displayed a red alarm with only one option: ¿system off.¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. The pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. Both pumps were connected to red outlets and should have remained operational on battery power. The same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. After restarting, previous settings were again unrecoverable. A hospital-wide power failure occurred during a tornado watch. Upon power restoration, alaris IV pumps reported connectivity issues. The pumps displayed a red alarm with only one option: ¿system off.¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. The pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. Both pumps were connected to red outlets and should have remained operational on battery power. The same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. After restarting, previous settings were again unrecoverable.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported "unexpected pump shutdown" event could not be confirmed through review of logs and laboratory tests. Pcu 8015, s/n (B)(6). An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. Functional testing was conducted using a power cycler device to replicate the reported issue. The device was programmed to infuse at a rate of 10 ml/hr with a vtbi of 999 ml, despite 24 hours of continuous testing, the reported issue could not be reproduced. Two alaris pump ¿brains¿ to shut off is being attributed to a channel disconnect (power loss). Channel disconnected testing was conducted, no error occurred during laboratory testing as expected. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Battery conditioning test results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 3881 mah. The capacity was noted between 3700 mah and 3999 mah which is within specification. A review of the error logs from the suspected pcu for the date provided by the facility (18jun2025) was conducted, and no errors, alarms, or malfunctions were identified that could have contributed to the reported event. At 5:11 pm, the pcu powered on with a low load capacity. It was connected to a syringe module 8110 s/n 16497110 and a 3ml bd syringe. The infusion was programmed with a rate of 11.16 ml/h and a vtbi of 2.79 ml. The infusion began, and at 5:26 pm the syringe triggered an alarm. The infusion stopped with a pvi of 2.77 ml. The infusion was restarted, and at 5:33 pm the channel off key was pressed. The service bulletin 592a states the proper battery maintenance which includes the following: the battery should be conditioned every 12 months by qualified service personnel. Conditioning can be achieved by performing the battery conditioning test (fast or optimal conditioning). Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The bd alaris system channel disconnected tip sheet states that during a channel disconnection the module has either been physically removed/detached from the system while in operation, or the bd alaris pcu has lost communication or power. The affected module(s) and the pcu must be removed from use when possible and inspected by qualified service personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.